Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event one day after onset and started treated with fortum, reflin, and vancomycin (1gram of each given intraperitoneally, frequency not reported) for three days. Treatment with meropenem (dose, frequency and route of administration not reported) and fluconazole (1 gram, frequency and route of administration not reported) was then initiated. One day later, the patient started hemodialysis therapy. At the time of this report, the patient was still hospitalized and had not recovered from the event. No additional information is available.